Event description:
(B)(4). I started experiencing pain in my pelvic area. It felt like menstrual cramps. I mentioned it to my general practitioner. She thought it could be scar tissue or adhesions. She said if I had them removed, they would come back. So I dealt with the pain and discomfort.